Manufacturer narrative:
One device with a cord, hose, and blanket was returned for evaluation. Visual inspection found that the device and hose showed signs of wear, with the hose containing small cuts covered with clear tape. It was observed that the hose serial number did not match the device serial number. Functional testing involved temperature testing and alarm testing and found values at 36 and 40 degrees celsius were within an acceptable tolerance range. The temperature value at 44 degrees celsius found the measured temperature slightly outside the tolerance range. It was determined that the calibration issue was unrelated to the reported issue. A review of the instructions for use was performed to confirm warmings for use to avoid thermal injury. Based on the evidence, the complaint was unable to be confirmed and the root cause was unable to be determined.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the devices becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a level 1® equator® convective warming system continued to heat after the temperature had reached 45° celsius. The hose used with the device was damaged. Erythema was found on the right arm of the patient, after an "intervention" that lasted an hour and a half. Biafine cream was applied to the redness and the patient was monitored for 24 hours. After 24 hours, no more redness was observed. No permanent injury was reported. See MFR: 3012307300-2017-00914 and 3012307300-2017-00958.